Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed using logs c-34 hf voltage. Reported problem confirming as happening in the field. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system and on startup unit displayed c-34 hf voltage. Failure analysis concluded that root cause could be attributed to this issue c-34 hf voltage. As a result of these findings the unit will be returned to OEM for additional failure analysis. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported error c-34. The customer power cycle erbe and system but the issue persisted. The customer used 3rd electrosurgical generator unit (esu) to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure was performed by the surgeon laparoscopic radical cystectomy. The time of the da vinci-assisted surgical procedure performed was (B)(6) 2025 9:00am.